Event description:
It was initially reported to an intuitive surgical inc, inc (isi), associate sales manager that the customer requested to purchase additional washer/sterilizers to address the increase in robotic site infection rates. The customer does not have an approved ultrasonic cleaner/sterilizer and is not following the instructions for use (IFU) for cleaning/sterilization of instruments. At this time, the procedure type(s), the dates of the procedures, the severity of the infections, and the steps taken to address the infections remain unknown. On 19-oct-2021, isi received the following additional information: an email correspondence from the site's director of surgical services to an isi key account manager indicated that there was a request for additional cleaners/sterilizers. During the site's investigation of infections, it was determined that site was not following the recommended ifus for cleaning robotic arms. The site has not determined that, "the robot was the direct cause of these infections." Patient-related information was requested but was not provided.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported complications mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on 06-oct-2021 and no additional complaints related to this event for similar reports of surgical site infections on unspecified dates as the same site location. Unable to conduct system or instrument log review due to lack of system, procedure, and instrument detail. Based on the information provided at this time, this complaint is reportable due to the following: there was a report of post-operative infections following da vinci-assisted surgical procedures but there was no information provided regarding the severity of the infections or whether or not an isi product caused or contributed to the complications. At this time, the procedure type(s), the dates of the procedures, the severity of the infections, and the steps taken to address the infections remain unknown.